Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a retrograde intrarenal surgery procedure in the right kidney, performed on (B)(6) 2022. During the insertion and inside the patient, it was noticed that the coil tip of the bladder was crushed by the pusher. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a0406 captures the reportable event of stent kinked. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the device bladder pigtail was slightly accordioned. The photos provided also showed that the bladder pigtail was slightly accordioned. A functional evaluation noted that a mandrel of 0.038" pass through the device without resistance. The suture was not returned for analysis. No other issues with the device were noted. The reported event was not confirmed. According to the product analysis, the device found with the bladder pig tail slightly accordion. It is possible that operational factors, such as the force used when the stent is pushed up with the pusher/positioner over the guidewire or when the stent was used, excess of force applied during it used could cause the found issues. Consequently, affect the performance of the device. During product analysis the device was tested and mandrel 0.038" were inserted through the catheter and no resistance was felt and the mandrel was unloaded without issues. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a retrograde intrarenal surgery procedure in the right kidney, performed on (B)(6), 2022. During the insertion and inside the patient, it was noticed that the coil tip of the bladder was crushed by the pusher. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.